Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was turning off abnormally. The customer's blood glucose was 5.9 mmol/l at the time of incident. The customer was able to check the alarm history and found some of the recent alarms. The customer was advised that battery life might be the cause of the issue. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a corroded battery tube. However, the pump was received with operating currents within specification. The pump passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. No unexpected battery related alarms were noted during testing. The pump was received with minor scratches on the display window and case.